Event description:
Pt came for physical therapy for his left shoulder. Upon arrival, he informed his therapist that he had blisters on his left shoulder when he got home after his last therapy session two days earlier. Upon inspection by his therapist, indeed there were two rather circular burn-appearing lesions; one on the anterior and one on the posterior aspect of left shoulder.